Event description:
Initial report to manufacturer - possible overdose or cath kink. Follow up with hcp revealed patient was extubated in 2/2002, discharged in 3/2002. The pump has been "adjusted" since discharge. Pt placed on ventilator. Patient's device remains implanted and no additional events reported. Pt has recovered. A follow up report will be sent if additional information is received.